Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the iliac artery. The wire port of the 8.0x40mm express ld iliac/biliary stent system was flushed. While beginning to load the device on an unspecified guide wire, the physician identified the stent of the device on the drape cloth covering the patient. The physician hand crimped the stent back onto the balloon catheter; however, the device was not used. The procedure was completed with a different device. As there was no contact with the patient, no patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the iliac artery. The wire port of the 8.0x40 mm express ld iliac/biliary stent system was flushed. While beginning to load the device on an unspecified guide wire, the physician identified the stent of the device on the drape cloth covering the patient. The physician hand crimped the stent back onto the balloon catheter; however, the device was not used. The procedure was completed with a different device. As there was no contact with the patient, no patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Examination of the returned product revealed the stent had been crimped back onto the balloon of the device. The balloon had evidence of crimp marks corresponding to where the stent had been originally crimped. Damage to the stent was observed; however, no other damaged was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).